Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not cut during a vitrectomy procedure. The status of the aspiration was not known. The procedure was completed by obtaining another one. There was no harm to the patient. The product sample is available. No additional information is expected.

Manufacturer narrative:
The lot complaint history was reviewed; this was the first complaint for the finish goods lot and first for this issue. The device history record (DHR) showed the product was released per specifications. Upon visual inspection, it was determined that the adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint was the occluded drive line which is related to an error during the manufacturing process. This defect would have rendered the device inoperable and thus eliminate any risk to the patient. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).